Event description:
It was reported that the programmer would no longer boot up after it froze while in device software during preparations for a device implant. The radio frequency head and keyboard were changed out and the service disk was run but the situation did not resolve. The programmer was returned for service. There was no patient involvement or complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device has a gray screen and after about 20 minutes a system error displays. The error was caused by data drive corruption. System fan is intermittently noisy.

Event description:
It was reported that the programmer would no longer boot up after it froze while in device software during preparations for a device implant. The radio frequency head and keyboard were changed out and the service disk was run but the situation did not resolve. The programmer was returned for service. There was no patient involvement or complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.